Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period apr-19 through mar-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4). H3 other text : device not returned.

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted, blood was seen in the sheath/ sleeve and the iab was not functioning. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) medical college and hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted, blood was seen in the sheath/ sleeve and the iab was not functioning. There was no patient harm or adverse event reported.